Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon could not be duplicated. Scratches, marks, deformations were confirmed at the tip of the scope and the electric contact part of the scope connector unit. The manufacturing record was reviewed and found no irregularities. Omsc presumed the following possible causes. *due to damage of the scope connector unit, attachment of foreign material, or unstable cable connection, the electrical connection became poor. *mechanical load was applied to the internal electrical circuit of the image sensor unit built into the tip of the scope, then the electrical connection became poor. *the internal electrical circuit was deteriorated due to aging, then the electrical connection became poor.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, the image was distorted and could not be observed normally. The subject device was used in combination with otv-s190. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.